Event description:
I went to dr (B)(6) for breast reconstruction following duct removal, and asymmetry. I wanted simple reduction to make both breasts match. He insisted the ideal method would be to put implants, one smaller than the other to achieve symmetry. I had the first surgery (B)(6) 2009. Within weeks, I developed severe capsular contracture, he had me go through a process of deep, painful messages, ultrasound treatments without any success. I was in horrible pain with those hard capsules in my chest. He agreed to remove them for me, yet insisted that it would unlikely recur and could remove the capsule and replace the same implants. (Less than 1% chance of recurrence), his exact words to me. I had the capsule removed and replaced on (B)(6) 2010. He removed those capsules according to his report and what he told me post op. However within 2 weeks, I noticed the capsules starting again and progressively got worse, hard and more severe than the first time. These became attached to my chest and I could not massage or push them down. Excruciating pain on a daily basis. I returned to him for removal once again, and insisted on no implants. I had to wait six months according to dr (B)(6) for another surgery. I had the surgery on (B)(6) 2010, this time the capsule has significant calcifications and he had to remove the implants to opening the capsules inside of me. I now realize that likely the contents of the capsule, ie: biofilm, and other toxins were released into my body. Over the last years, my health has deteriorated, started with bizarre symptoms, rashes, pain, fatigue, alopecia areata, tenosynovitis, on and on. I am currently diagnosed with rheumatoid arthritis. Adrenal insufficiency and fibromyalgia. I do attribute this to the reactions with these implants and feel more studies and more awareness of these risks need to be told to all women. My implants were natrelle silicone filled breast implants. Ref 20-280, sn (B)(4) for the left, and ref 20-300, sn (B)(4) for the right breast I was part of a bifs.us study and f/u, however, they never acknowledge the capsular contractures, questions they asked over the years continued to ignore the fact that I had them removed due to complications. So I do not believe that study actually shows what the true outcomes were. Bifs support line (B)(6), ref number (B)(4). Note: the numbers on the implants I have do not match the ID cards I was given. Implants: right style 20, lot 1724192, allergan 280cc, left style 20, lot 1589471, allergan 300 cc. Now I wonder if these are truly my implants.